Event description:
Information was received from user facility via a manufacturer representative regarding a device used for spinal therapy. It was reported that the inserter inner spring broke off during cleaning. For the second inserter, there was inability to unthread for cleaning, and failure to latch onto interbody cages when attempted. These issues were identified by the sterile processing department at the hospital prior to use and not during a procedure. No patient was involved. There was no patient involved.

Manufacturer narrative:
H3: product analysis of part# 5200-1001, lot# y231201 after visual and optical examination and functional testing, it appears that the spring is missing. The inserter cannot function as intended without the spring. This regulatory report is being submitted due to retrospective review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.